Event description:
It was reported that there was high impedance and high threshold on the pace/sense portion of the high voltage lead. The pace/sense portion was capped and a new lead was implanted for pacing/sensing. No patient complications have been reported as a result of this event.